Event description:
Customer reportedly received results of hi on the inform system and 225 mg/dl on another inform system within 10 mins. No high blood symptoms reported. No actions taken based on device result. The discrepant results were obtained at a hospital. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.